Event description:
It was reported that balloon would not deflate all the way, the physician had to remove the catheter. The balloon most likely was tested before use. When the balloon was inflated per wedge position, it was noted that the balloon would not deflate all the way. It was further indicated that the catheter was discontinued after making sure that the balloon was deflated (i.e. Pulling the syringe back completely), the catheter came out with the balloon still partially inflated. It wasn't a "feel thing". It was observed that the balloon was still up (inflated) after it should have been deflated. There were no patient complications.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. The balloon failed to deflate with syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A lot number was not provided, therefore a review of the manufacturing records could not be completed. The reported defect of "balloon would not deflate" was not confirmed. Although the root cause was not determined, handling factors may have contributed to the event. The product IFU states the following: "passively deflate the balloon by removing the syringe from the gate valve." No actions will be taken at this time.